Event description:
It was reported that during a mildly calcified, 95% stenosed, mid left anterior descending coronary artery procedure, during inflation the 3.0 x 12 mm trek rx balloon ruptured at 16 atmospheres (atm). A non-abbott device was used to dilate the lesion and another non-abbott stent was implanted. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported of balloon rupture from this lot. Based on the information reviewed, there is no indication of a product deficiency.